Event description:
There is potential for an incomplete seal between two solution chambers within the snappak fluid pouch. Theis incomplete seal can permit fluid leakage between the reference solution chamber and the adjoining standard b chamber, potentially leading to false potassium results.